Event description:
The customer reported that while running a heaptitis surface antigen assay, summit sample handler did not pipette the correct amount of sample into row a and did not give an error message. In addition, the customer reported that the summit mispipetted into position 9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.